Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that a patient had developed sores underneath the ECG electrodes. The patient's nurse removed the lifevest to let the patient's skin heal. Follow-up indicated that the sores were improving.